Event description:
Customer reported the occurrence of a malfunction alarm coded as malf 12, with fault ID 12-0x-2071. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, but the issue recurred after the reset. As a corrective measure, technical support arranged for a replacement pump and instructed the customer on using multiple daily injections as a backup therapy. They also guided the customer on putting the current pump into storage mode and handling its return.